Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave intermittent out of range signals. The signal disappeared while patient's parent was on the phone with dexcom technical support. At the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries.